Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
On (B)(6)2024 in (B)(4): "my teeth aren't as straight as I would like them to be. And one of my canines is damaged from the aligners" on (B)(6)2024, (B)(4) "I would like additional aligners due to my teeth not being a straight as they should be" email found in case # (B)(4) on (B)(6)2024, 'I have been wearing my current aligners since may I wear them 20+ hours a day I wore them seven days a week before switching I used my hyper bite and the app prompted me to my aligners are comfortable I threw away most of my aligners when I moved in (B)(6) and only half week 20 week 16 week 13 remaining by week 20 aligners are falling apart I would like additional aligners due to my teeth not being a straight as they should be md8871am CT u20" on (B)(6)2024: "yes, I left canine has a deep indentation from the aligners it's been there for a few months. I'm going to see a dentist about it next month. My front tooth between my canine and I sent her to isn't as straight as I thought it would be would like a couple more aligners" per bst call notes found in case #(B)(4) on (B)(6)2024, "I need more aligners. I have a letter from my dentist saying that I can continue to use aligners".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.